Manufacturer narrative:
Correction: to (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added to section d. Correction to contact information. Additional code added to evaluation code result. Correction to the PMA / 510k #. Device evaluation summary: the graphical user interface pcb xena ii (gui pcb xena ii) was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The gui pcb was attached to the failure investigation test ventilator and approximately 17 hours on ventilation, the ventilator generated a gui inoperative condition with error codes in the logs. The fault was isolated to the sram ic's, component reference designators u105 and u106. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a graphical user interface (gui) reset error code. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and replaced the gui printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.